Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that there was poor aspiration of the handpiece during a cataract with intraocular lens implant procedure. The problem was solved after replacing the cassette. There was no impact to the pt.